Manufacturer narrative:
Correction: d4 and h4.

Event description:
Additional information indicates the patient experienced ineffective therapy. Imaging confirmed lead fracture.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported surgical intervention took place on (B)(6) 2025 wherein the lead was explanted and replaced. Reason for surgery is unknown.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.